Event description:
While walking pt felt a pop in his right hip and was unable to walk. Presented to the emergency dept and x-ray revealed fractured hip prosthesis with resultant varus formation of the right hip. No bone fracture or dislocation noted.